Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed moderate wear and corrosion about the hex tip of the driver. The o-ring is also moderately worn and may require replacement. Returned device was examined visually by the naked eye and through magnification. The product was functionally tested, and the driver was found to mate correctly with a corresponding implant. The complaint is unconfirmed. The lot number of the driver was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
It was reported that during clinical procedure, driver did not assemble and release with implant correctly. The surgery was completed by using other drivers.